Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 789031) for female sterilisation. The patient had a medical history of pelvic pain and multiparous. On 05-apr-2011, the patient had essure inserted. Essure was removed on 15-mar-2022. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopy bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: there was 1 trailing coil left. Following. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 14-jul-2011: clinical history: infertility. The injection of contrast shows that the tubes remain occluded and there was no evidence of any peritoneal spillage. Impression: the fallopian tubes are embolized bilaterally. [Pathology test] on 15-mar-2022: gross description: the specimen consists of two undesignated fimbriated fallopian tube measuring 7.1 cm in length with a diameter of 0.8 cm and 7.1 cm in length with a diameter of 1.2 cm. The fallopian tubes are serially sectioned with fimbria and representative cross section submitted in one cassette each. Diagnosis: a.fallopian tubes, bilateral, resection: -bilateral, unremarkable fallopian tubes with lumens identified. Lot number: 789031 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 789031) for female sterilisation. The patient had a medical history of pelvic pain and multiparous. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopy bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: there was 1 trailing coil left. Following. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: clinical history: infertility. The injection of contrast shows that the tubes remain occluded and there was no evidence of any peritoneal spillage. Impression: the fallopian tubes are embolized bilaterally. [Pathology test] on (B)(6) 2022: gross description: the specimen consists of two undesignated fimbriated fallopian tube measuring 7.1 cm in length with a diameter of 0.8 cm and 7.1 cm in length with a diameter of 1.2 cm. The fallopian tubes are serially sectioned with fimbria and representative cross section submitted in one cassette each. Diagnosis: a.fallopian tubes, bilateral, resection: -bilateral, unremarkable fallopian tubes with lumens identified. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.